Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer noted spillage around the reagent rotor of the instrument. The field service engineer (fse) replaced the sample syringe, the water supply valve, and the sample plunger in the syringe. Sample probe adjustments were completed. Instrument performance testing was acceptable. The customer performed qc successfully. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for total bilirubin and triglycerides on a cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample tested for total bilirubin. The sample was initially run, and a sample clot alarm was received; no numeric value was produced. The repeat result was 0.159 umol/l. The sample was repeated twice more with results of 19.3 umol/l and 19.4 umol/l.